Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unit was also received with moisture damage on the motor, vibrator tube, and battery tube assembly. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was on vacation and the insulin pump powered off and would not turn back on. The customer changed the battery several times. Customer's blood glucose level was 415 mg/dl. He treated his blood glucose level with insulin pens. The customer was calling back after trying a new battery cap. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.